Event description:
The healthcare provider confirmed that the patient died as a result of cardiac arrest. There was no allegation that the patient's death was related to the cardiomems device.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed. Clinical considerations for patient selection are identified in the (B)(4) or equivalent which includes patients who may not be appropriate for implantation of the cardiomems hf system. Per the event description, "the healthcare provider reported the patient died as a result of cardiac arrest and did not allege that a cardiomems product caused or contributed to the patient's death.". A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported on (B)(6) 2024 during a complaint investigation that the patient had died.